Event description:
Per the clinic, the patient experienced an ulceration at magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on november 15, 2021.